Event description:
Restenosis was noted in the distal part of the pixel stent. Although the restenosis occurred more than a month after the original stent was implanted, it required the need for an additional balloon for treatment. No additional information was available.